Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 5 was jammed when trying to issue a medication. This incident did not cause any delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed due to the cubie lid open. A technical support specialist remotely accessed the cabinet and opened the drawer, allowing the nurse to utilize a flat tool to clear the obstruction at the back of the drawer. The issue was identified as a cubie lid that was not fully closed. Once the lid was secured, the nurse successfully opened the drawer completely. The system functioned as intended after the technical support specialist troubleshot the device.